Manufacturer narrative:
Concomitant medical products: 694765 lead, implanted: (B)(6) 2020. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported by the patient that the cardiac resynchronization therapy defibrillator (crt-d) had been moving to the side, back and forth causing a ¿twinge¿. It was additionally noted that the device was too low, so the device was removed from the original implant site and repositioned in a new, higher pocket. The old pocket is now swollen, and the physician indicated to the patient it could be full of blood or fluid. Follow up was attempted but no additional information could be obtained. The device remains in use. No further patient complications have been reported as a result of this event.